Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. This lead was successfully replaced with a new lead and no adverse pt effects were observed. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported this atrial lead was surgically abandoned (capped) due to low p-wave measurements and pacing impedance measurements (no specific measurements were reported). This lead was successfully replaced with a new lead. No adverse pt effects were observed. The lead was actively implanted for approx 9 yrs, 1 month.